Event description:
Propagation of freeze up the probe noticed on first freeze. Skin protection measures implemented and ablation was performed despite frosting. Skin protection measured were successful. No patient injury reported.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No patient injury was reported.